Event description:
It was reported the device had issues with the lcd. It was also reported the device looks to have been dropped. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) encoder flex is out of specification. Battery release, lead flex cover, and battery drawer are contaminated. Upper and lower cases, side bail covers, and ring cover are broken. The ring is missing.